Event description:
It was reported that the 2800 system would not power up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation. A follow up report will be filed when additional details become available. This MDR is related to ge healthcare complaint number.